Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarm led's are not functioning. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H6 health impact and evaluation codes: updated device evaluation: one device was received for investigation. Visual inspection noted a crack on the housing underneath the battery compartment. Battery holder assembly was also damaged. Functional testing confirmed the complaint. Root cause was attributed to impact damage. The device was previously serviced in jun 2020. The battery holder assembly was damaged and replaced to correct the reported problem. Repairs are not related due to damages found. No action taken. The device has been deemed beyond economical repair due to the age and condition. Will be scrapped or sent back to the customer unrepaired.